Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head had no image after plugged in the device and had bad connections. The issue was found during inspection for use. There were no reports of patient involvement.